Event description:
The account alleges that the staff presses down the brake pedal as far as they can, but are unable to get the brakes to engage or hold. No injuries were reported.

Manufacturer narrative:
The tech adjusted the four brake casters, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.